Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20916. It was reported that noise on the right atrial (ra) and right ventricular (rv) leads were observed. The patient is not dependent. The noise was not reproducible. Programming changes were made. The patient was stable and being monitored.